Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, fse applied vacuum grease to the o ring and performed test again. The leak discontinued after vacuum grease application. The fse found no other issues that would prevent clinical use on a patient. The fse performed all functional and safety checks to meet/and met factory specifications. The iabp was then released to the customer for return to clinical service. The full name of the event site: (B)(6) hospital.

Event description:
It was reported by the end user that a vacuum leak occurred with the cardiosave intra-aortic balloon pump (iabp) during a demonstration. There was no patient involvement, and there was no adverse event reported.